Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was not used in a surgical procedure. The handle of the device was disengaged. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Replication of the reported condition was due to a failure to follow guidelines by an operator. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. A review of the current complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New device was used to correct the issue. Patient status is fine.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the suturing device was jammed. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.